Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl) and there was insulin leaking noted at the site. The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated and an external tear was found on the soft cannula. It could not be determined when and how the damaged occurred. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.